Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer; mother stated that customer is not a minor but has special needs. The customer is concerned with test results from meter to meter comparison of 278 mg/dl non-fasting using true metrix meter and 118 mg/dl non-fasting using another device. The customer's expected blood glucose test result ranges are 110-130 mg/dl am fasting and 145 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Caller stated that customer was shaky today, so she felt that his blood sugar was low (caller did not test customer to confirm if his blood glucose was low). Caller stated that she gave him something to eat and then waited for about 20 minutes and then took his blood glucose and got a result of 294 mg/dl non-fasting. Caller stated that she took her son for a walk and then at 1:53 pm, she took his blood glucose again and the meter read 278 mg/dl non-fasting. Caller stated that it was too high, so she called the ambulance. When they arrived within 10 minutes they took customer's blood glucose and their meter read 118 mg/dl non-fasting. Caller confirmed that customer was not having any symptoms of hyperglycemia when she called the ambulance. Customer was not taken to the hospital or given any medical treatment; customer had been advised to follow up with pcp. During the call, a blood test was performed by the customer non-fasting and produced test result of 160 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2025 and open vial date is 1-2 weeks ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to symptoms related to diabetes: shaking. Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 27-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.